Manufacturer narrative:
Device was used for treatment not diagnosis. This report is for an unknown prodisc-c with an unknown part, unknown lot and unknown quantity. Unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article. Delamarter r , zigler j, 2013, five-year reoperation rates, cervical total disc replacement versus fusion, results of a prospective randomized clinical trial, spine, volume 38, pp 711-717. USA article. This was a retrospective review over five years with 103 patients implanted with the prodisc-c total disc replacement (tdr) and 106 patients implanted with a non-synthes device. The purpose of this study was to determine the reasons for, and rates of, secondary surgical intervention, at any level, up to five years at both the index and adjacent levels. Inclusion criteria included single level cervical disc disease causing debilitating radiculopathy from a single level between c3 to c7 ,unresponsive to non-operative treatment for a least 6 weeks, and a neck disability index score of 15/50 (30%) or more. The study population included 103 patients who were implanted with prodisc-c. Patients were evaluated preoperatively and postoperatively at 6 weeks, 3,6, and 12 months, and then annually up to 5 years. Complications for prodisc-c included: patient #1 prodisc¿c at c4/c5 experienced pain postoperatively, increased/persistent pain radiating to bilateral shoulders . Patient was revised 16.5 months from original surgery. Pro-disc-c removed converted to anterior cervical discectomy and fusion. This is report #1 of 5 for (B)(4). This report is for a prodisc-c with an unknown part number and lot number